Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was returned for disposal only. The device underwent routine analysis. The device system was used to deliver gablofen.